Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing while connected at the site. Blood glucose (bg) was 92 mg/dl. Customer loaded a new cartridge to address the event. Tandem's technical support educated customer to disconnect from the site while completing the fill tubing step. During a follow up, customer's bg was 145 mg/dl.